Event description:
During review of a returned homechoice device, a high drain error 107 alarm was identified. The alarm occurred in night drain seven and was identified in the log. This meets increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned to baxter and the evaluation has been completed. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed, through an event history log review. However, the cause could not be determined. If any additional relevant information is received, a follow-up will be sent.